Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly, and inspection specifications. Review of the dfu notes the reported event as potential adverse event associated with the issue of the device. A combination of pt and procedural factors appear to have caused or contributed to this incident. Product is distributed as safari tavr.

Event description:
Following the successful deployment of a 23mm lotus valve, the pt became haemodynamically unstable and hypotensive. Urgent transthoracic echocardiogram was performed and revealed a large pericardial effusion. Pericardial tap was performed and more than 500ml was drained. The pericardial fluid kept re-accumulating rapidly. At that time, the working diagnosis of right ventricular tear was made and pt was transferred urgently for cardiac surgery. During cardiac surgery, it was revealed that the tear was not in the right ventricle but in the left ventricle and likely due to the safari wire. More details to follow as it becomes available. During the procedure, the x-ray equipment was only able to perform fluoroscopy and not able to perform cine (acquisitions and therefore no recordings were able to be made. Reported upn; safari wire 300cm small curver / (B)(4). Reported batch/lot#; 10370375. A (B)(6) lady with copd and moderate pulmonary hypertension, mild renal impairment but preserved lv systolic function. She was a small lady, (B)(6), and had severe as. We implanted a 23mm lotus based on CT sizing as per standard practice. The case went well. Post valve implant, her bp dropped rapidly and echo showed a large pericardial collection. Pericardiocentesis was performed rapidly and our initial thought was a rv perforation due to the temporary wire, although it had been atraumatic. She responded well, but continued to bleed into the pericardium and so was taken to theatre, where a large postero-apical lv serpiginous tear was discovered. We had no issues with wire positioned in the lv, although we used a safari wire (small curve) which for a small lv cavity did concern us a little with regard the diameter of the curve being still too large. I cannot provide any confirmatory cine images of wire position as during the case we lost fluoro capture, although image quality remained fine. The surgical procedure was performed rapidly and deftly. There was no rv injury. She coped well initially post-operatively, but within 24 hours post-op it was clear that she suffered ards. Her rv became severely dysfunctional, and she died approximately 24 hours later.